Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, urinary problems, recurrence, dyspareunia, infection, bowel problems, bleeding, neuromuscular problems and other unspecified issues. It was reported that the patient underwent cystoscopy with endoscopic transurethral macroplastique implant on (B)(6) 2011 due to stress urinary incontinence. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent gynecological procedures on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary frequency and recurrent urinary tract infections.

Manufacturer narrative:
It was reported that following insertion the patient experienced hematuria, urge incontinence, and incomplete emptying.